Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient recently presented with sternal dehiscence and infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The conditions reported would most likely result in a revision; therefore, the complaint is considered confirmed. There was no additional information or materials provided such as scans, x-rays, photographs or physician's reports. Functional testing and inspections could not be performed due to the products not being returned. For these reasons, the most likely underlying cause cannot be determined. Device history record (DHR) review was unable to be performed as the part numbers and lot numbers of the devices involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The instructions for use (IFU) for this product has the following information in the section titled possible adverse events: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. Necrosis of bone. Inadequate healing.

Event description:
This follow-up report is being submitted to relay additional information.